Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room for an unrelated issue. Chest x-ray revealed that the atrial lead had dislodged. No intervention was reported.